Event description:
Swelling of the left knee [joint swelling]. Joint effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) male pt with osteoarthritis of knee. The pt's medical history was not provided. On (B)(6) 2012, the pt initiated treatment with synvisc-one (hylan g-f 20) injection (dose regimen and route of administration not provided). The lot number for synvisc-one was not provided. On an unspecified date, the pt experienced dramatic swelling of the knee. The outcome for the event was not provided. Concomitant medications were not provided. The intensity of the event was not provided. The reporting physician did not provide the causal relationship between synvisc-one and the event. Follow up info was received on (B)(6) 2012 from a physician providing info on medical history, laboratory data, clinical course, events and treatment (which upgraded the case to serious, as the pt received steroid injection). The pt was (B)(6) at the time of event, with osteoarthritis (duration: four years, grade: moderate, x-ray grade: I-ii, with presence of osteophytes) in both knees. The pt's medical history was significant for previous use of synvisc-one and non-steroidal anti-inflammatory drugs. On (B)(6) 2011, the pt initiated treatment with intra-articular (anterolateral approach) synvisc-one (hylan g-f 20) injection, at a dose of 6ml, once, into both knees (previously reported as (B)(6) 2012). On (B)(6) 2011, the pt developed swelling in the left knee. On an unspecified date, the pt received treatment with intra-articular depomedrol (methyl prednisolone acetate) for swelling in the left knee. On (B)(6) 2011, arthrocentesis was performed and 20 ml of fluid as aspirated from unk knee. Synovial fluid analysis was negative (no reports available). On (B)(6) 2011, the pt recovered from the event of swelling of the left knee. The outcome of the event of joint effusion was not provided. Relevant concomitant medications included non-steroidal anti-inflammatory drugs. The intensity for the event of swelling of the left knee was severe. The intensity for the event of joint effusion was not provided. The reporting physician assessed the causal relationship between synvisc-one and the event as definite and did not provide the causal relationship between synvisc-one and the event for join effusion. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.